Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, as a result of the actuator separation a procedure delay occurred due to the need to replace the devices.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34, serial: (B)(6), product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure using the evfxplus-34 transcatheter aortic valve and the d-evolutfx-34 delivery system, the valve was loaded into the delivery catheter without issue and the physicians advanced the catheter to the aortic valve. When the physicians attempted to open the capsule by turning the knob near the end, the capsule did not move or moved only slightly, a ¿cracking¿ noise was heard, and the capsule opened only about 1 centimeter. The physicians then attempted to recapture the valve in order to replace the system, and recapturing was reported to be very difficult. The deployment knob was believed to be broken, and the valve was reported to be stuck in the broken delivery catheter. The delivery catheter was changed after the first deployment attempt, and the system was replaced. No patient complications have been reported as a result of this event.